Manufacturer narrative:
H3 other text : serviced by third party service center.

Event description:
A ventilator was returned to a third party service center with a ventilator service required alarm. There was no harm or injury reported. During the evaluation of the device at the third party service center, a machine flow sensor error was found during diagnostic testing. Dirt was found in the tubing and fio2.